Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer was advised that the device would not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Insulin pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error noted during testing or in the insulin pump trace download. Pump error alarm (variable 3) during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked lcd window, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, broken battery tube threads and minor scratches on lcd window.